Manufacturer narrative:
The initial report 3004582654-2025-00012 was originally submitted on 2025-02-25. However, the acknowledgment 3 was not received. Therefore, this report is being re-submitted based on an email from FDA dated 2025-03-18. The excor blood pump pu valves; 10 ml in/out; ø 6 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 to date. The event occurred on (B)(6) 2025, which is (14 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on (B)(6) 2025 to report that the patient being supported with an excor pediatric vad system continued to have hemolysis since the implant on (B)(6) 2025. The ldh value showed >1000 u/l, which is 2.5 times higher than upper limits of normal and plasma free hemoglobin value was also noted to be 2.5 times higher than upper limits of normal. According to the site, the excor blood pump pu valves; 10 ml in/out; ø 6 mm; sn (B)(6) performed as intended with complete fill and ejection. There were no abnormal sounds from the excor blood pump.